Event description:
The customer reported generation of false low sodium patient results involving their au680 clinical chemistry analyzer. The sample was repeated with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided verbal example of false results as follows:

Manufacturer narrative:
A beckman customer technical specialist (cts) assisted customer performed troubleshooting over the phone. The cts was unable to resolve the issue over the phone and service was requested. A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the analyzer and proactively replaced the ise mixer, electrode cables, and cleaned ise block. Upon further troubleshooting determined that the solenoid valve was the cause of the failure. The fse replaced the solenoid which resolved the issue. The fse verified system verification successfully without further issues. The system returned to normal operation. The customer was satisfied and no further issues were reported. Section a2, a4, and a5: information not provided by customer. Section e1 initial reporter phone number is (B)(6). The beckman coulter identifier is (B)(4).